Event description:
Surestep test strips were miscut, the confirmation dot off center and they pt was not able to get a result. This occurred during 2003. They reported having high blood glucose symptoms. They became scared and went to physician. They were tested at their doctor's office and their glucose >500mg/dl. They reported that they were given medications for high glucose, a pill under their tongue. The test strips have been replaced.